Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation determined that the issue was resolved by the service actions and customer education regarding product handling.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The field service engineer determined the issue was the reagent position in the rotor. He loaded a new reagent pack on the inner circle to reduce mechanical stress during rotation. He ran a precision check successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant igm gen.2 results from the cobas c 503 analytical unit. The initial result was 30 mg/dl, and the repeat result was 17 mg/dl. The repeat result was believed to be correct.